Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00834 for the other associated device information. It was reported to boston scientific corporation that a standard balloon replacement was used during a gastrostomy exchange procedure performed on (B)(6), 2010. According to the complainant, during preparation, when they attempted to fill the replacement balloon the balloon leaked. They opened a second of the same replacement balloon and when they attempted to fill the balloon it too leaked. The peg tube replacement was never attempted using either device. The case was aborted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)